Manufacturer narrative:
Device received with cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 481 mg/dl. Customer also stated that insulin pump had cracks near display, near reservoir and on battery compartment. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was returned for analysis.